Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26mar2020.

Event description:
The customer reported a touchscreen issue. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse recommended a touchscreen replacement. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
G4: 03apr2020, b4: 06apr2020. Additional information has been received that there was no product malfunction but the case was created for the preventive implementation of touchscreen. Clarification was also received that there was no patient involvement nor patient harm; the original allegation of patient involvement was made in error. Based on this information, this is no longer a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.